Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. Reportedly, the occlusion alarms began when the customer switched to using apidra in their cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer was to contact their healthcare provider in order to switch back to novolog insulin.